Event description:
It was reported that a remote transmission showed the epicardial, unipolar right ventricular lead had a pacing impedance of greater than 3000 ohms and a polarity switch had occurred. After noting an in-clinic interrogation had occurred six days prior and a remote transmission had occurred two days prior (therefore these occurred less than eight days apart), it was clarified that it would appear like a polarity switch had occurred, when reviewing the remote transmission, when it had not. The lead was checked in the clinic again and it remains in use. No patient complications have been reported as a result of this event.